Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they did not hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error noted during testing or listed in device history.